Manufacturer narrative:
Additional information was added to fields d8, d9, h3, h4 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and the event reported was confirmed. In addition, no image occurred likely due to printed circuit board failure. Based on the investigation results, the event's root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center's cable connector was not working during preparation for use. There was no report of patient injury or medical intervention associated with this event.